Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. Additional product information was received for this patient in which it was identified that the patient's bushing component is covered and currently being investigated/reported under the ulnar and humeral components in reports 0001822565-2025-00344 and 0001822565-2025-00343.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a resection of heterotopic bone and an ulnar nerve transposition due to numbness and tingling of the ulnar digits approximately six (6) months post-implantation. All original implants were retained during the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 32810502704; lot# 64449972. Item# unk ulnar component; lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.